Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer stated that the issue was resolve from the customer end. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed main tower. The customer stated that the icue main aux towers is disconnected due to a leak and improperly shut down and disconnected from other components. All the drawers failed and require maintenance. The customer rebooted the system after reconnection of tower and auxiliary. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.